Event description:
It was reported that the pump battery could not be charged resulting in pump shutting off. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.